Event description:
Facility reported to anspach service and repair: the small battery drive trigger is sticking. Facility confirmed that the reported event was discovered during pretesting. No patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The reporters complaint of a sticky trigger was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.the manufacture date of this item is 3-aug-2001. The source of the manufacture date is the release to warehouse date.(B)(4)